Event description:
It has been reported that the unspecified bd¿ containment tube has been found experiencing erroneous results after use. The following has been provided by the initial reporter: material no. Unknown. Batch no. Unknown . It was reported that green top tube with gel have inconsistent results. Per email: green top tube with gel previously used for glucose tests; however results were never consistent causing the lab to stop using these tubes. The had to "repeat everything" with this tube.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from your facility for evaluation. Additionally, we were unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the unspecified bd¿ containment tube has been found experiencing erroneous results after use. The following has been provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that green top tube with gel have inconsistent results. Per email: green top tube with gel previously used for glucose tests; however results were never consistent causing the lab to stop using these tubes. The had to "repeat everything" with this tube.